Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information received: for the complaint (B)(4), the sales rep. Informed: dr. (B)(6) reinforced a mechanical suture, with conventional suture, and closed the tissue.

Event description:
It was reported that during a gastroplasty for morbid obesity by video sleeve procedure, in the first stapling with the green charge, the staples did not close correctly. There was a staple that did not even close. Part of the stomach was not stapled properly. Traditional suture was required to properly close the tissue (stomach). There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Photographic analysis: picture shows a screen shot of the procedure, suture on the tissue can be appreciated, a staple in box shape can be seen. Additional picture shows tissue and at the end of the cut it appears to be a missing staple from the staple line. Based on the photo alone the event describe is confirmed.